Event description:
Customer called needing assistance with rewinding her insulin pump. She said she is having a hard time connecting the reservoir with the infusion set. Customer is paraplegic. Customer's blood glucose was 406 mg/dl. She treated with a manual injection and it went down to 266 mg/dl. She said her blood glucose was high because she just ate. Customer called the next day for help setting up a new reservoir. She was educated and assisted with infusion set and reservoir changes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.